Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen became unresponsive. The user was guided to restart the device, after which the screen became responsive. The user¿s blood glucose levels were not affected and no adverse health effects were reported.